Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6), implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), ubd: , UDI#: (B)(4), b3: date is approximate. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was pt mentioned they had been having issue charging their implanted neurostimulator(ins) for a couple of months, but then in mid-july, the issue seemed to resolve when the ins charged perfectly in 1 hour, but then the issues came back and charging had been a "nightmare ever since." Pt mentioned they kept getting the "no device found" screen, but could connect to the ins just fine with the controller. Pt did not have equipment during the call, so troubleshooting could not be performed. Patient services specialist(pss) suggested the pt navigate passive recharge mode and call back if the issue persisted. Additional information was received from the patient. Pt called back stating that they tried to do the passive recharge and all they could get was 0-0-0. The pt stated that the relay box on the recharger was also getting very hot when trying to charge the implant (also the juncture where the cord meets the paddle). Caller stated that they have never had an issue with the relay relay box getting hot before. An email was sent to the repair department to replace the recharger.

Manufacturer narrative:
Concomitant medical device: product ID 97755 serial#(B)(6) product type recharger h3: analysis found no anomalies were visually observed. No device found message. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.